Event description:
It was reported that the system displayed a control panel error. This error is generated when the system cannot communicate with the c-arm control panels. This error causes the system to immediately shut down. There is no report of injury or death in this complaint.

Manufacturer narrative:
The ge service rep performed an onsite investigation. The voltage on ps1 power supply was evaluated and adjusted to optimum operating voltage. All pcbs and ic chips were evaluated and reseated. The system was tested and found to be working as intended and returned to service.